Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: since the device was returned with the brush being removed from the scope, olympus could not identify a root cause. However, considering the facts that the brush was broken at the base and the shaft of the brush was slightly deformed, it was possible that the damage was caused by excessive force applied when inserting or removing the device beyond what was necessary. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a channel-opening cleaning brush broke during manual cleaning, and a portion of the brush entered the forceps channel entrance. The breakage was not noticed at the time, and the endoscope was subsequently placed into the automated endoscope preprocessor (oer-3) with the brush fragment still inside. Following reprocessing, the endoscope was used for a screening examination. No instruments were introduced through the channel during the procedure, and the examination was completed without incident. After the procedure, while preparing for post-use manual cleaning, staff discovered the broken brush lodged within the biopsy channel. There were no reported adverse effects to the patient.